Event description:
New information received notes that programming changes were made on the implantable cardioverter-defibrillator. There were no patient consequences.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t wave oversensing. No changes were reported. There were no patient consequences.